Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient went for a follow-up appointment with their health care professional (hcp) two days after being implanted with an implantable neurostimulator (ins). The hcp found that the patient had an infection from the procedure that occurred on (B)(6) 2014. It was noted that the patient was scheduled to meet with their hcp within the following week. No interventions or outcomes had occurred, and no device issues or malfunctions were mentioned at the time of report. Follow-up attempts have been made to collect this information, and a follow up report will be sent if additional information is received.